Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had misaligned markers on the presenting electrocardiogram. Technical services was consulted and troubleshooting options were discussed and recommended. Troubleshooting was performed and it was confirmed that the sensing was good. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.